Event description:
It was reported that the patient was a nursing home resident who was supposed to have been followed via transtelephonic monitoring. The hospital contacted medtronic on-call staff because of no magnet response/no output, & the physician wanted to change the device that night. CPR was in process on the medtronic rep's arrival to the hospital ICU. They had just called the code & pronounced the patient deceased. When the rep went into the room to interrogate the device and confirm eol (end of life indicators), the patient had some respirations & an EKG rate of about 10bpm. The dr. Was informed & CPR restarted. The chest was opened, the existing device explanted, & the lead connected to the analyzer. Emergency pacing at 80ppm was started, with an immediate return of a palpable pulse & blood pressure. The device changeout was then completed. The rep inquired about the patient about a week later & was told by hospital staff the patient was still alive & had been extubated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. Event description continued: information was subsequently received reporting that the patient's device checks for almost a year prior to the device replacement had been read as abnormal because of the age of the device, but it was still working properly. Six days after the device replacement procedure, the patient was transferred to a long-term acute care unit still on the ventilator. Her mental status at discharge was reported to be awake and alert a lot of the time. She also tried to follow commands and answer questions, despite the ventilator. She was in a regular rate and rhythm, with blood pressure maintained. Other: it was reported that the patient was a nursing home resident who was supposed to have been followed via transtelephonic monitoring. The hospital contacted medtronic on-call staff because of no magnet response/no output, & the physician wanted to change the device that night. CPR was in process on the medtronic rep's arrival to the hospital ICU. They had just called the code & pronounced the patient deceased. When the rep went into the room to interrogate the device and confirm eol (end of life indicators), the patient had some respirations & an EKG rate of about 10bpm. The dr. Was informed & CPR restarted. The chest was opened, the existing device explanted, & the lead connected to the analyzer. Emergency pacing at 80ppm was started, with an immediate return of a palpable pulse & blood pressure. The device changeout was then completed. The rep inquired about the patient about a week later & was told by hospital staff the patient was still alive & had been extubated. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed, mechanical tests performed. Visual examination: battery - end of life - expected. Device operated according to specifications, output, none.